Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). This case is one of 5 split cases: (B)(4).

Event description:
A patient is pursuing a product liability claim which will be parted in 5 cases (4 zimmer (B)(4) products, 1 zimmer (B)(4) product). This current case (B)(4) belongs to the revision surgery taken place in (B)(6) 2010 due to the breakage of the ceramic inlay (left side) after 7 years in vivo (exact implant date unknown at this time), after the patient fell and suffered a fracture of the acetabulum right side.